Event description:
Customer complaint of "hi" blood glucose result. Customer had just eaten and did not run the back to back blood test. Recalled the last results in the meter memory. Customer is feeling well at this time and does not require any medical attention. Customer test strips are within the expiration date, 12/31/2016, and stores the test strips in the house on the sofa. The strips first open about a week ago. Customer states his expected results fasting is less than 100. Customer says he does not have any symptoms of the high blood sugar. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction noted in the complaint: user has high glucose value. MFR acknowledged lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2015).